Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer's pump occurred memory loss after changing the battery. It was reported that this occurrence had happened multiple times. The customer's blood glucose level was reported to be normal. No further information provided.

Manufacturer narrative:
The pump passed the unexpected restart error test, and no alarm, loss of memory or memory anomaly was noted. No damage was found on the interface board. The pump was received with a cracked case at the display window corner and battery tube threads.